Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 17 mm. The distal end of the stent has been released. The outer shaft is kinked at several locations, indicating that the outer shaft has been bent. Outside of the deformed zones the diameter of the retractable outer shaft complies with the specification. At the handle the locking tab has been removed. Inside of the handle the device shaft was found cut. During the technical investigation, the stent could be manually released with no unusual friction. Review of the product release documentation confirmed that the instrument was manufactured according the specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection and the outer shaft diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
A pulsar-18 peripheral stent system was selected for treatment. After advancing the device to the non-predilated lesion (56 percent stenosis degree), the device safety tap was removed, but a failure occurred, which did not allow the release either manually.